Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that the plunger of bd¿ syringe s/t w/ndl rb could not be moved down. Customer¿s verbatim: ¿ material no.: 309626 batch no.: unknown. Phone call: a while ago it was difficult to get the plungers to go down on these syringes. ¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of bd¿ syringe s/t w/ndl rb could not be moved down. Customer¿s verbatim: "material no.: 309626 batch no.: unknown. Phone call: a while ago it was difficult to get the plungers to go down on these syringes."